Manufacturer narrative:
(B)(4). Batch r5c632. Additional information received: how much blood did the patient lose? Unknown. Was all bleeding controlled? Unknown. Were any blood products or was a transfusion required? If yes, can you please explain and provide the current patient status? Unknown. Did the same issue occur with all the cartridge reloads? Unknown. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. In addition 6 ecr60b cartridges reloads were received. The reload (b) was received fully fired with the pan damaged, as if was clamped with a hard object .the reloads (c, d, e, f and g) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: ecr60b, r5c12x, fully fired, with the pan damaged, as if was clamped with a hard object. Reload c, d, e, f and g: ecr60b, t5a504, fully fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a mini bypass procedure, pouche was made with blue reloads. Arterial bleeding on staple line and a lot of bleeding on staple line. Used 20-30 clips on staple line.